Manufacturer narrative:
Additional information: d9; h3; h6.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead did not find conductor fractures. Electrical testing did not find any indication of conductor fractures. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion exposing the outer coil was noted in one location proximal to the suture sleeve tie impressions consistent with friction to the device can.

Event description:
It was reported that the patient's atrial lead exhibited a fracture. The atrial lead was explanted and replaced. The patient was in stable condition.